Manufacturer narrative:
H10: two devices were received for evaluation. During visual inspection, the housing was observed to be malformed which caused the coil cap to detach from the housing. The reported condition was verified. The cause of malformed housing was due to extreme heat temperature during shipping. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the housing of two (2) large volume infusors were damaged or pressed from the outside. This was observed prior to use. There was no patient involvement. No additional information is available.